Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the lens was torn during insertion. The lens was cut out of the eye without any patient incident. Another same type of lens was successfully implanted.

Manufacturer narrative:
.